Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The results from the customer's meter were 4.6 and 4.5 inr. Within 7 hours the laboratory result was 3.4 inr. Both results from the meter were from the same finger. On (B)(6) 2019 the result from the meter was 3.1 inr. Within 7 hours the laboratory result was 2.1 inr. The customer's therapeutic range is 2.5 - 3.5 inr. It was noted that the customer had not cleaned the heater plate on the meter recently. The customer also applies the blood onto the strip within 30 seconds of lancing finger. Product labeling says to apply the drop of blood within 15 seconds of lancing finger. The customer states that they had to squeeze their finger excessively. Based on the laboratory result from (B)(6) 2019 the customer lowered their coumadin dosage. The customer started taking (B)(6) in (B)(6). The customer does not have hematocrit concerns, is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no recent changes in diet, no new illnesses, and no symptoms of bleeding or bruising. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.